Manufacturer narrative:
Image review: five static images were provided for review. The images provided show evidence of a piece of the silicone seal floating inside the jar. The serial number of the valve was provided (B)(6). As stated in the instructions for use, before removing the bioprosthesis, catheter, or loading system from its primary packaging, carefully inspect the packaging for any evidence of damage that could compromise the sterility or integrity of the device (for example, cracked jar or lid, leakage, broken or missing seals, torn or punctured pouch). It was reported that a new valve was used. Updated data: b5. Second paragraph added d9. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after the jar containing the 34 mm evolut fx+ valve was opened, a small piece of silicone gasket was noted floating inside the jar. Additionally, traceable fragments of the gasket were attached to the edge of the jar. Consequently, a new 34 mm evolut fx+ valve was opened, loaded, and successfully implanted. Additional information was received which confirmed that the jar lid was difficult to open.

Manufacturer narrative:
Updated data: h2 h3 h6 product analysis: product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the device was received in its original product packaging. The outer packaging showed no damages. The top foam (with temperature indicator) was not returned. No liquid stains were present. State of jar safety seal was broken. Due to the receipt condition, a torque assessment to evaluate against the ¿difficult to open jar¿ allegation could not be performed. It is possible a reading from the torque tester would be unreliable as the jar has been previously opened. Presence of gasket remnants on the rim of the jar. Presence of crystallized, dried glutaraldehyde along the threads of the jar. Loose pieces of gasket noted on the rim and/or outside of the jar. Presence of white particulate in the jar. No damage on the threads of the lid. The condition of the gasket was described as showing small pits in the rubber. Loose pieces of gasket noted inside of the lid. Temperature indicator was not returned; therefore, no assessment could be performed on the temperature indicator. Note: white particulate was found in the jar and/or lid upon opening. 16 similar complaints had been completed, and fourier transform infrared (ftir) analysis was performed to confirm the white particulates were from the gasket inside the lid. As a result, no further particulate analysis is required; a visual inspection using a microscope at 10x magnification is sufficient. These particulates can be tested in the future if needed as the returned devices are retained for 5 years per the retention policy. CAPA 684613 is opened to investigate the jar difficult to open complaints and these white particulates from the gasket is part of the failure mode observed from the returned devices. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review. The investigation results have been updated to reflect the root cause findings from CAPA 684613 h.6 updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after the jar containing the 34 mm evolut fx+ valve was opened, a small piece of silicone gasket was noted floating inside the jar. Additionally, traceable fragments of the gasket were attached to the edge of the jar. Consequently, a new 34 mm evolut fx+ valve was opened, loaded, and successfully implanted.